Manufacturer narrative:
Device info received from affiliate as follows: reported event could not be confirmed.

Event description:
Report rec'd from international affiliate (austria) indicates: "measured delivery amounts differ from set delivery rates (100 ml/hr 500 ml/hr, 900 ml/hr). By 16% 17.2% and 17.1%." Report indicates "unk if pt was connected at the time of incident". The report originated from a medical technical center. No report of any pt event has been rec'd.